Event description:
An ultra microbore 60" tubing was connected to an injection cap to do an infusion. The tubing pulled out the center of the injection cap and it stuck tightly in the male end of the tubing. Note: rptrs used a new box of tubing on the same box of injection caps and it worked just fine.